Event description:
(B)(4). The device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient (age and race not provided). The patient was taking an unspecified medication for an unspecified indication. The patient's humapen memoir insulin delivery devices were reported to have problems. There were two pens, and the numbers did not fully show on the dose display. There were segments missing in the numbers displayed. The number 8, for example, looked like the number 1 ((B)(4)). The user and the user's training status was not provided. The duration of use was not provided. Return of both pens was expected. Edit (B)(4) 2012: edited device medwatch info area for us reporting purposes.

Event description:
(B)(4). The device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient (age and race not provided). The patient was taking an unspecified medication for an unspecified indication. The patient's humapen memoir insulin delivery devices were reported to have problems. There were two pens, and the numbers did not fully show on the dose display. There were segments missing in the numbers displayed. The number 8, for example, looked like the number 1 (product complaint (B)(4) /lot 1001c02 and product complaint (B)(4) /lot 1007c01). The user was not provided. Training was via a physician. The device ((B)(4) was not primed during use). The duration of use was not provided. Device associated with (B)(4) was returned on (B)(6) 2012) device associated with (B)(4) was not returned. Edit (B)(6) 2012: edited device medwatch info area for us reporting purposes. Edit (B)(6) 2012: captured reporter type as consumer. Update (B)(6) 2012: additional information was received on (B)(6) 2012 from the global product complaint database for two devices. For product complaint (B)(4); added the device specific safety summary, return date of the device, and manufactured dated of the device; and updated the improper use to yes and trained user to yes. For product complaint (B)(4): added the device specific safety summary and manufactured date of the device; and updated the availability of the device to no as the device was not returned. Updated the medwatch, EU/ca fields, and narrative for both devices.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation has been completed. This report is associated with 1819470-2012-0003, since there is more than one device implicated.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. This report includes final evaluation findings. No additional information is expected. This report is associated with 1819470-2012-0003, since there is more than one device implicated. Evaluation summary a caller reported there are missing segments in the numbers display of her son's two humapen memoir devices. A detailed investigation of the first device (batch number 1001c02, manufactured january 2010) determined the device had 6 low battery warning errors as a result of a weak or defective battery. The investigation also found missing segments in the dose numbers when the temperature was elevated to approximately 35 deg c and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. Both a batch record review and a house sample review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. Additionally, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. In addition, beginning with batch 1006c01 manufactured (B)(6) 2010, the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. Improper use and storage - there is no evidence of improper use.